Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin "gels" in the cartridges and tubing; cause was unknown. Reportedly, insulin was not expired and customer used both humalog and novolog insulin. Customer's blood glucose (bg) ranged from 400-600 mg/dl, with high ketones. Bg was addressed via a manual injection. Reportedly, customer changed supplies and resumed insulin delivery.